Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, during reconnection of the existing leads, the physician was unable to sufficiently screw in the lead and acquire stable measurements. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.